Manufacturer narrative:
= A complete manufacturing and material records review for the cphv valve s5-021 has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Manufacturer attempted follow up with the site to retrieve further information regarding the event and the device involved, but no further information has been received, despite manufacturer's multiple attempts.  Based on the limited information available, a definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up repot will be provided.

Manufacturer narrative:
H3 other text : unknown disposition.

Event description:
The manufacturer was informed of the following event through patient tracking department. Reportedly, a carbomedics top hat aortic heart valve size 21 was implanted and explanted intra-operatively on (B)(6) 2023. No allegation of a device malfunction nor serious injury was received from the site regarding this event. No further information is available at this time.